Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). In the morning of (B)(6) 2021, when the patient woke up, it was noticed that the infusion set's tubing had detached from quick release (tubing itself broke off, but quick release was still clipped into site) in the night while sleeping and did not realize until morning. The patient's blood glucose level was 24 mmol/l in the morning after the set was changed. The site location was the patient's abdomen and the pump was being kept in the pyjama pocket while sleeping (unsure of side in relation to set). Moreover, they were unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 7.2 mmol/l. No further information available.

Event description:
On 11-oct-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (one set) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in (B)(6). In the morning of (B)(6) 2021, when the patient woke up, it was noticed that the infusion set's tubing had detached from quick release (tubing itself broke off, but quick release was still clipped into site) in the night while sleeping and did not realize until morning. The patient's blood glucose level was 24 mmol/l in the morning after the set was changed. The site location was the patient's abdomen and the pump was being kept in the pyjama pocket while sleeping (unsure of side in relation to set). Moreover, they were unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 7.2 mmol/l. No further information available.